Event description:
It was reported that the device was used during a laparoscopic appendectomy. The surgeon went to fire the device over the appendix and the device fired normally and when opened, it had cut the appendix and all the staples were out of the cartridge and in the abdomen - unformed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.